Event description:
The pump was returned for pneumatic valve leak failure (valve 1). Log files indicate pneumatic valve leak failure (valve 1). Upon return, the device starts up with a double red alarm after a brief moment where the air compressor is charging and then venting which indicates an error between valve 1 and valve 2 which share the same sensor. Performed recharge test and unit passed indicating valve 1 is ok. Performed hardware test and unit failed with a valve 2 leak failure. Test engineering pneumatic manifold was installed and unit passed with no leak errors. Pneumatic manifold will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "pump that needs to be sent out for repair, no patient harm connected to it. S/n: (B)(6) tubing misloaded. Pump was thoroughly cleaned at least 2 times before determining that the pump needs to be sent out." A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.